Event description:
It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. Pullback was initiated; however, the system displayed an overload error message and the pullback was unable to be performed. The procedure was completed with a different device. No patient complications were reported. Device evaluated by manufacturer: the lot number that was reported is different than the returned product lot number. A visual inspection was performed and there was no damages or failures were observed on the ccp board assembly. No other visual damages were encountered upon visual inspection. A functional inspection was performed and revealed that the catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing, additionally, by using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically, not connection issues or errors were detected during the testing, and also, it was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced.

Manufacturer narrative:
Device not returning.

Event description:
It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. Pullback was initiated; however, the system displayed an overload error message and the pullback was unable to be performed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Corrected batch lot number from 22251481 to 22245909.

Event description:
It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. Pullback was initiated; however, the system displayed an overload error message and the pullback was unable to be performed. The procedure was completed with a different device. No patient complications were reported. Device evaluated by manufacturer: the lot number that was reported is different than the returned product lot number. A visual inspection was performed and there was no damages or failures were observed on the ccp board assembly. No other visual damages were encountered upon visual inspection. A functional inspection was performed and revealed that the catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing, additionally, by using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically, not connection issues or errors were detected during the testing, and also, it was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced.